Event description:
"The customer stated, "" her switch had sparked."" Customer then later claimed through a separate communication that she suffered a burn. Customer was asked to return the product. The product has not been returned for investigation. The product is at least 8 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Without the presence of product, bce cannot make any further determinations."